Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "low" on the glucose monitor. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. Customer then declined troubleshooting with tandem technical support and declined to provide further information.